Event description:
It was reported that the ilet user performed a supply change after a brief disconnection and subsequently noted blood glucose over 400 mg/dl after eating breakfast without announcing the meal. Symptoms included hyperglycemia; the user also referenced confusion or disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem was identified related to improper or incorrect procedure, with the user interface implicated and a missed meal announcement as the contributing use error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.